Event description:
On 4/30, cardiac cath with intra-aortic balloon pump inserted. On 5/01/94, three coronary bypasses were done. Balloon had ruptured shortly before or had been scheduled. Blood noted coming back in tubing indicating rupture. Cause unknown and balloon was discarded by accident.